Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bowel resection, procedure, tech was able to load the device and open and close the jaws, but upon going to fire the stapler, the handle "locked up" and would not fire the reloads. They were able to press the green button. Another reload, with the same handle, was used to resolve the issue in order to complete the case. There was no patient injury.